Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had their shunt implanted for 4 years. They went 3 years without having the valve setting checked. In approximately the last 12 months, the patient had visited their doctor 5-6 times. Each time, the valve setting was not where it should be. The patient said that it was either under draining or over draining and that they had the same symptoms as they did prior to having the shunt implanted. It was indicated that they owned a dairy queen, and their doctor thinks the valve setting changes may have something to do with all of the electric motors they work with.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient¿s setting had been fluctuating since (B)(6) 2016. After each fluctuation, the patient would visit the clinic and the valve would be reset to 1.5. The valve would reportedly fluctuate from 1.0 and 1.5 or 1.5 and 2.0. The patient¿s last visit to the clinic was on (B)(6) 2018.